Event description:
Customer reported that the sensors were giving him inaccurate readings. Customer stated that he had low blood glucose readings the night before and did not receive an alarm until his readings were 39 mg/dl. Customer was treated with juice and candy. Customer's most recent blood glucose reading was 148 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.